Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's luer lock was loose when connecting the cartridge and infusion set tubing during the fill tubing process. The contact tightened the luer lock and was able to see insulin drips exiting from the end of the tubing. The customer's blood glucose was not impacted.